Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).